Event description:
A ventilator was returned to a third-party service center for a ventilator inoperative code. The device was not in patient use. The device evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator inoperative code and red screen. There was no harm or injury reported. The device was returned by the customer to third party service centre. During evaluation the debug technician noticed that there were errors: air foam inlet filter defective; and according to this error the system pca needs to be replaced. After a software update did not fix errors, the remaining course of action is the replacement of the system pca. Air foam inlet filter has been replaced, software problem has been fixed. Product investigation lab (pil) is unable to confirm the alleged complaint of the trilogy evo motor/blower assy. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil concludes the component operates properly. Pil concludes the error was generated due to a software issue that has been investigated.